Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burn mark inside channel a root cause could not be identified. Based on the results of the investigation, the reported malfunction was confirmed since the device has evidence of burn mark inside channel, and therefore the most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported black spots at the top involving an olympus colonoscope. There was no patient injury reported.